Event description:
Microcatheter broke in half during prep process. The item was set aside, and a different item used. Manufacturer response for microcatheter, velocity microcatheter (per site reporter) product handled by hvc.